Event description:
It was reported that the pump touchscreen was cracked and shattered making the pump illegible. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.